Event description:
Customer had an on-going ise issue beginning (B) (6) 2010 with erroneous results generated on (B) (6) 2010. The account began repeating all ise tests. She provided erroneous sodium results for four patients, repeat testing was performed on another ise module: patient 1, initial result 125, repeat 144 mmol/l. Patient 2, initial result 129, repeat 144 mmol/l. Patient 3, initial result 123, repeat 135 mmol/l. Patient 4, initial result 127, repeat 142 mmol/l. Initial results for patients 1-3 were not reported. The initial result for patient 4 was reported and the corrected result was called to the doctor's office. The patient was not treated based on the original result. No patients were affected by the issue. Sodium electrode lot # was not provided. The field service representative found the ise dilution bath base was worn. He replaced the ise dilution bath, diluent, sipper and vacuum nozzles and ise vacuum valve. He ran performance tests, calibration and qc which were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.